Event description:
On 01/2001 the patient received a vascular access device. When blood withdrawal was attempted in february the device was not functioning properly. The implanted device was difficult to flush but the line could be flushed. Each time the device was flushed there was no blood return. The patient contacted the physician and asked to have the implanted device removed since it was not "working properly". When the device was removed the patient was told that the catheter was missing. The x-ray was done on the patient and no catheter piece was seen. On 06/2001 a fluoroscopy was performed to locate the catheter. It was determined to be lodged in the right atrium. On the following day the patient had surgery to retrieve the catheter.